Event description:
Previously system reported in report numbers:2649622-2018-09026; 2649622-2018-09028; 3007566237-2018-00434.

Manufacturer narrative:
Product analysis pli# 30 product ID# neu_epidural needle: original documentation in the analysis identified potential for grind issues on the undercut side with partial or no evidence of the grinding process. The additional analysis confirmed that there was no evidence of the grinding process from the undercut side of the spoon. Lab functional testing showed that using a shallow needle-insertion angle (45° or less) when inserting or withdrawing the lead into or out of the needle, friction or catching was noted, rotating the lead during withdrawal reduced the friction and freely retract with moderated resistance. Lead was able to pass through the needles and withdraw from the needle. See h10: previously system reported in report numbers:2649622-2018-09026; 2649622-2018-09028; 3007566237-2018-00434. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.